Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leak from the patient line extension set. This occurred during drain three of four of peritoneal dialysis therapy. The patient disconnected from therapy during dwell and did not connect the disconnect cap properly. The disconnect cap disconnected from the patient line extension which resulted in a fluid leak. The patient ended therapy early and would not complete it. There was no patient injury or medical intervention associated with this event. No additional information is available.